Event description:
The core micro drill was sent for eval due to overheating prior to a procedure. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The customer's comment was not duplicated because the device seized; corrosion damage was noted throughout the internal components of the device.